Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reamer became stuck in the femoral canal during the reaming process.

Manufacturer narrative:
Conclusion and justification status for MDR: the investigation could not conclusively confirm the reported "reamer became stuck in the femoral canal during the reaming process." On the broach reamer, the flutes were generally dull with chips, scratches, and deformation to the several of the cutting edges. It is undetermined whether the damage occurred before or during the reported event, but such wear is not unusual given the age of the broach reamer and may have contributed to failure. The root cause is being attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.